Event description:
It was reported that "a piece of metal broke off on the bottom inside of the t handle that connects to a shaver or paddle, not exactly sure how this happened. However this did not impact the case or the length of the surgery. We had another t handle available to use".

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.